Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture. Reprogramming occurred. The right atrial (ra) lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 5.9 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.